Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial (ra) lead was failing to capture. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examinations were normal with no anomalies found except for procedural damage.